Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent spinal surgery on an unknown date and barbed suture was used. After suturing on the fascia by continuous suturing, it was found that the needle tip had been broken. It was found that the 2 to 3 mm of needle tip had been missing, so x-ray was performed. It was confirmed that the missing needle tip was on the fascia. Then the needle tip was retrieved. After that, x-ray was performed again, and it was confirmed that there was no needle tip was left inside the patient¿s body. The surgeon and the nurse commented that, when pulling the needle forcibly with holding needle tip, the needle might be broken off. The operation was extended within 30 minutes. There were no adverse consequences to the patient.